Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(4), 2012; the patient was reimplanted with a new device during the same surgery.this report is filed (B)(4), 2013.

Event description:
The pt complained of hearing overly loud sound sensations on several electrodes. The results of the diagnostic tests on 10/8/97 and 1/21/98 were equivocal. As the pt continues to experience overly loud sound sensations and there are known open or short circuited electrode wires in the array, the surgeon believes the device has malfunctioned and will explant the device. Explantation/reimplantation surgery has not been scheduled as of the date of this report. The health care professional has been informed that the explanted device should be returned to cochlear corp.